Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
Two notifications were received via abiomed¿s long-term outcome and quality indicator impella registry indicating a patient to have endured both ischemia and wide complex arrhythmia with a possible relationship to the impella device. Regarding ischemia, the patient reportedly had "worsening lactic acidosis, likely from ischemic lower extremity with clotting of reperfusion sheath." As a result, the impella was removed on (B)(6) 2023 with improving lactic acidosis. The patient underwent a successful below knee amputation with vascular surgery on (B)(6) 2023. Regarding wide complex arrhythmia that occurred on the same day as the reported ischemia, an amiodarone bolus was given as treatment. After the patient did not have any further episodes of wide complex rhythm on telemetry, amiodarone delivery was stopped.

Manufacturer narrative:
The investigation for the reported limb ischemia and arrhythmia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia and arrhythmia could not be determined.